Manufacturer narrative:
This is one of two device reports for this event. Associated MFR report numbers: 1225714-2014-01049 and 1225714-2014-01050. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
Add'l info received indicated that the pt expired one day post event onset. It was alleged the event was caused by the pt's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event (death) reported for the same pt involving two separate products; associated MDR# 1225714-2014-01049.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2012, after the use of the product.